Event description:
Facility alleged that the head section will drift down if left up overnight. No injury reported.

Manufacturer narrative:
Facility alleged that the head section will drift down if left up overnight. Bed in repair shop. Advised that they check the CPR valve and head down valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.